Event description:
Information received from the field notes that the patient presented to the hospital in sinus rhythm at 55 bpm. The device was programmed to 60 ppm, but interrogation was unsuccessful and there was no output or magnet response.